Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a patient error. Peritonitis was manifested by abdomen pain and cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with cefazoline (intraperitoneal, 2 grams daily for seven days) and gentamicin (intraperitoneal, 80 milligrams daily for seven days) for peritonitis. Dianeal therapies were ongoing. Seven days after the onset of peritonitis, the patient recovered from the event and was discharged from the hospital. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.